Manufacturer narrative:
Analysis was normal. No device problem found.

Event description:
It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker pocket was infected and eroded. The system was explanted without issue. The patient was stable.